Event description:
It was reported that during a lobectomy, the device fired malformed staples at second firing, which caused the patient to loose 100ml blood. The procedure was completed by additional suture. There was no patient consequence.